Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the staples did not form as expected and the deployed staples did not hold the tissue and the staple line opened up. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal pancreatectomy with splenectomy, the stapler was able to fire, but there were poor staple formation, and staple line separated, causing excessive bleeding. The splenic vein was identified posteriorly. It was completely circumferentially mobilized over a length of about 2cm. It was then divided using a linear stapler. The rest of the pancreas thereafter was divided and the specimen was completely separated from the patient. At that time, separation of the staple line on the specimen site was noted which was controlled with clips. The stay site was completely intact, yet it was reinforced with clips on the artery as well as on the vein and the splenic artery and vein due to concerns of staple misfire which were additionally oversewn with sutures. The specimen was placed in a specimen bag and then exteriorized through the mid epigastric incision by extending the incision over a length of about 6 cm. The fascia was closed. The pneumoperitoneum was reinsufflated. The left upper quadrant was carefully inspected. Hemostasis was reassured. The area was irrigated and again carefully inspected. The pancreatic stump was over sewn using sutures in a running fashion with two separate sutures. Hemostasis was again reassured. The splenic artery and splenic vein stump were carefully inspected and were completely intact.